Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display, was giving a low battery alert, and was turning off. Customer also stated receiving a battery out limit and the insulin pump just turned off. Customer stated he was using a (B)(6) battery. No blood glucose reading provided. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.